Event description:
It was reported that pump displayed non-resettable malfunction alarm code 24 with fault ID 24-0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, and provided instructions for placing malfunctioning pump into storage mode, returning it within 10 days using prepaid materials, and then programming pump settings and reconnecting continuous glucose monitor on replacement device.